Event description:
Per complaint (B)(4), a patient's dental implant was explanted due to pain 2 weeks after the implant procedure.

Manufacturer narrative:
Follow-up submitted to report device evaluation results.